Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic post operation check, post-paced t-wave oversensing was observed in the ventricular channel. Patient was asymptomatic. The patient did not receive therapy during the oversensing. Programming changes were recommended and made during device check. The patient was stable before, during, and after the device interrogation and will continue to be monitored.